Event description:
Boston scientific received information during the implant loss of capture was noted resulting in asystole. This right ventricular lead had dislodged. The device was replaced due to being unsterile and the same lead was reconnected to the new device. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.